Manufacturer narrative:
Correction: b5 was corrected.

Event description:
During the procedure the physician accidentally removed the second lead and was also replaced.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000066745.

Event description:
It was reported, the patient was unable to place their ipg into MRI mode. A lead diagnosis was performed and revealed high impedances on the left lead. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead has high impedances.

Manufacturer narrative:
Correction: e1 - initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced. During the procedure the physician accidentally removed the second lead. Therapy was restored.